Event description:
It was reported that the patient suffered from disorder of consciousness, motor restlessness but did not move the left limbs, momentum gradually appeared. Transient ischemic attack was given as the cardiovascular cause. Patient was hospitalized and brain CT was done for diagnostics. No device involvement was reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.